Event description:
The customer reported that when the charge button was pressed the defibrillator shut off/rebooted itself. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.